Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a "low level" shocking sensation all of the time. She was up every night and could not sleep, "gone down hill", and felt terrible (manic, obsessive symptoms). The pt also heard a noise in her ears like a "radio" in her ear, on and off, since (B)(6) 2010. She visited her neurologist on monday and he checked her settings and thought they were good. It was noted that she laid on a (B)(6) heating mattress that had electric coils. It was noted that the device was helping her parkinson's symptoms, even though she had the other issues. Subsequently it was reported that she felt her stimulation settings were too high and still had shocking sensations. Additional info was requested. See manufacturer's report # 3004209178-2011-00193.